Event description:
In 2009, the lay-user/pt contacted lifescan alleging that a one touch ultra meter had an "error 5" issue. The pt tests her blood glucose 3 times a day. She tests before breakfast, dinner, and bedtime. The pt manages her diabetes with sliding-scale novolin 70/30 insulin based on her meter readings. The pt stated that the alleged "error 5" issue started ever since she got the meter. She was unable to provide a date/time as to when she first obtained the meter. However, she explained that she has been using a different meter during the time of concern. On that day, the pt tried testing her blood glucose with the reported meter at 6:30 pm. At that point, she encountered the "error 5" message again. Forty-five minutes later, the pt claimed that she developed symptoms of shakiness which she attributed to low blood glucose. The pt administered self-treatment by drinking "pop" soda which helped to relieve her symptoms. The pt felt as though she could have prevented the hypoglycemic episode if she had been able to test her blood glucose prior to developing symptoms. The pt mentioned that she would have eaten something if she had gotten a relatively low meter reading at 6:30 pm on the day of the event. The alleged "error 5" issue was resolved with troubleshooting. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.